Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained vt due to noise were observed. Periods of inhibition were observed. The patient was asymptomatic. The noise was unable to be replicated with isometrics or arm movements. The noise was able to be reproduced with deep breaths. Programming changes were recommended. The patient will continue to be monitored.